Event description:
It was reported that during a laparoscopic appendectomy procedure, the clips were very slow when moving into the jaws and as a result were becoming crossed when the surgeon was attempting to apply the clips during his procedure. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.